Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the cable of the image sensor has a broken skin and exposed core wire came into contact with other core wires during angle operation, causing a short circuit. It is likely that an irregular strong load was applied to the tip, disrupting the arrangement of the internal contents and stopping the movement of the cable. It is also likely that the image pickup unit has been affected by aging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that sometimes the image does not appear with the endoeye flex deflectable videoscope. The issue was found during set up before a therapeutic procedure, which was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the adhesive on the bending section cover has a chip; the light guide lens has a crack; the video cable and video connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.